Manufacturer narrative:
Follow-up #1: date of submission 03/114/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: review of the pump history revealed multiple records of cs012 and cs052/054. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation by product analysis determined a failure of a slave processor cause the blank display screen. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.